Event description:
It was reported that the patient was implanted with heartmate (hm) 3 as a destination therapy. During implant, cryo-anesthetic was administered first for a thoracotomy approach and hemi-sternotomy was done to expose the aorta. The mini apical cuff was sewn onto the left ventricle and the outflow graft was tunneled up the aorta. The driveline was tunneled out the right upper quadrant with counter incision. All these procedures were done off pump. Heparin was administered with activated clotting time (act) of 711. The heart was cannulated but the heart-lung machine was not turned on. Everyone was in position so that the coring and attaching of the pump could be administered off bypass. Foley was then inserted through the coring knife, balloon was inflated, left ventricle was cored, and the pump was attached. The patient's mean arterial pressure (map) dropped to 30's and the outflow graft bend relief could not be attached with ease so the patient was started on bypass. The pump was de-aired and started at 3000 rotations per minute (rpm) and ramped up to 5300rpm. It was ultimately settled at 5100rpm, pulse index (pi) value of 2, flow at 4l/min, and power at 3.5watt.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the difficulty attaching the outflow graft bend relief could not be conclusively determined through this evaluation. The patient remained ongoing on (B)(6)until undergoing a heart transplant on (B)(6) 2020. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 left ventricular assist system patient handbook document# (B)(6), rev. D are currently available. The surgical procedures section of IFU contains information on "preparing the sealed outflow graft." The ¿de-airing the pump¿ section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. This section also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. Furthermore, the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.